Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) presented to the clinic with reports of dizziness and falling on (B)(6) 2024. Technical services reviewed the event and found there was under-sensing of atrial fibrillation (af). Additionally, it was noted the lead is implanted at the bundle of his (his). The right atrial (ra) sensitivity is programmed to 0.25 and there is double counting of the his pacing lead. Isometrics was performed and there was no noise on the leads. Ts discussed programming options. The hcp noted that all other lead measurements are within normal units and thresholds are stable. At this time, the device and this ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).